Event description:
According to the reporter, during a routine inspection of the device, a paddle electrode was observed to be separated from the adult paddle attachment.

Manufacturer narrative:
Medtronic replaced the adult paddle electrode assemblies. Process changes to increase the amount of adhesive to the electrode plate have been implemented.